Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and button error. The customer thought that the insulin pump had buttons that became stuck on the button error. He stated that the device stalled for 10 seconds before rewinding, then alarmed motor error. The customer did not know the blood glucose reading. He stated that he was on a boat leading up to the button error alarm. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer advised that he had already discontinued use of the insulin pump and had reverted to using his older insulin pump. He was advised to replace the insulin pump and declined to return the device for analysis.